Event description:
It was reported that dislodgement shortly after implant is suspected as resulting in high left ventricular thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693165 implantable tachy lead, implanted: (B)(6) 2007; c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; 3830 implantable pacing lead, implanted (B)(6) 2007. (B)(4).